Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The complaint instrument was returned with the balloon being stuck inside a 6f terumo radifocus (16 cm) introducer sheath. In the asreturned state the distal balloon shoulder was compressed and located at the distal end of the introducer sheath. The introducer sheath was found severely deformed at its distal end. The device shaft is constricted over a length of about 20 mm starting slightly proximal to the introducer sheath, indicating application of a high tensile force during the withdrawal attempt. Microscopic inspection revealed that the balloon has burst longitudinally over a length of about 52 mm. Scratches were observed on the balloon surface in close vicinity to the tear which have likely been caused by a hard, sharp-edged object such as e.g., anatomical structure. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a pressure test and a helium leak test. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause for the reported event is most likely related to the patients anatomy.

Event description:
A passeo-35 balloon catheter was selected for treatment. During pre-dilatation of a moderately calcified lesion with 95percent stenosis degree, the balloon ruptured. Another balloon was used to finish the procedure.